Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was hospitalized with a driveline disconnection and alarm followed by a pump stop. Details regarding the circumstances of the disconnect were unknown. The event was associated with ventricular assist device (vad) low flows and alarms. The patient required resuscitation and intubation. It was further reported that the driveline connection was not locking tight enough and could easily become loose from the controller. A driveline connector repair was scheduled. The vad remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: a segment of the driveline from the ventricular assist device (vad) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated pump met all requirements for release. Visual inspection of the returned driveline segment revealed a missing connector cone ring. Visual inspection also revealed yellowing of the outer sheath. This is an additional finding not related to the reported event. Based on historical review of similar events, the most likely root cause of driveline sheath discoloration may be attributed to multiple factors including design issues and/or exposure to uv light. Functional testing revealed that the driveline connector locking mechanism was compromised and was not able to connect securely to a test controller port. As a result, the reported event was confirmed. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, con striction at the outflow graft, poor vad filling, inappropriate pump rotational speed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report for an update investigation summary is being submitted. Product event summary: a segment of the driveline from hvad pump (B)(6) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated pump met all requirements for release. Log files analysis revealed eight (8) low flow alarms logged since (B)(6) 2019. One (1) vad disconnect alarm was logged on (B)(6) 2019 at 22:17:35. The vad disconnect alarm likely indicates a physical disconnection of the driveline cable from the controller. Visual inspection of the returned driveline segment revealed a missing connector cone ring. Visual inspection also revealed yellowing of the outer sheath. This is an additional finding not related to the reported event. Based on historical review of similar events, the most likely root cause of driveline sheath discoloration may be attributed to multiple factors including design issues and/or exposure to uv light. Functional testing revealed that the driveline connector locking mechanism was compromised and was not able to connect securely to a test controller port. As a result, the reported event was confirmed. A driveline splice repair procedure was performed to mitigate the reported event. The most likely root cause of the vad disconnect alarm can be attributed to a physical disconnection of the driveline from the controller. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, inappropriate pump rotational speed. The most likely root cause of the damaged connector may be attributed to but not limited to wear and/or improper handling of the connector. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the ventricular assist device (vad) was not returned for evaluation. Log files analysis revealed a sudden decrease in power consumption and estimated flow. One vad stop alarm was logged on (B)(6) 2020 at 22:17:35. There were eight low flow alarms were logged since (B)(6) 2020. The vad stop alarm is indicative of a physical disconnection of the driveline from the controller. On-site inspection of the driveline cable revealed a damaged driveline connector. As a result, the reported events were confirmed. The most likely root cause of the vad stop and low flow alarms observed in the log files can be attributed to a physical disconnection of the driveline from the controller possibly due to the damaged connector. The most likely root cause of the damaged connector may be attributed to but not limited to wear and/or improper handling of the connector. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient was found at home with the driveline disconnected and required resuscitation. After being re suscitated the patient was transferred to the hospital. It was stated that later during positioning of the patient, the driveline was disconnected again and was promptly reconnected. A controller replacement was performed but the driveline connector issue persisted and was provisionally connected to the controller. It was stated that the patient was in critical condition with unclear neurological state, suspected hypoxia and brain damage. It was later reported that during the planned driveline connector repair inspection, the driveline connector was stuck in the unlocked position and an unsuccessful driveline locking mechanism repair was performed. The driveline was disconnected for inspection which revealed that the connector body was also damaged and the planned driveline connector repair was upgraded to a more appropriate driveline splice repair. The patient was prophylactically sedated prior to a successful driveline splice repair. The repair was associated with a pump stop.